Manufacturer narrative:
(B)(4). Approximate age of device - 48 days. The device remains in use. A correlation between the device and the reported bleeding could not be conclusively determined. The instructions for use list bleeding as a potential adverse event that may be associated with the use of heartmate ii left ventricular assist system. A review of the device history records revealed the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.

Event description:
The patient was implanted with a left ventricular assist device (lvad). It was reported that the patient was seen in the office and reported feeling dizzy and lightheaded. The patient was sent to the emergency department. The patient had a positive guaiac test result and had a hemoglobin level of 6.7 g/d and inr of 4.1 on admission. An esophagogastroduodenoscopy/colonoscopy was performed and no obvious source of bleeding was identified. The patient was transfused two units of packed red blood cells. Warfarin was restarted and the patient was discharged to home the next day.